Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Field e.1. Phone #: (B)(6).

Event description:
The customer reported that the "power turns off while using it (even after changing the battery), poor airway adapter recognition".

Manufacturer narrative:
Other, other text: the returned emma was evaluated. The device passed visual and functionality testing. The device was able to remain on and no product performances issues identified. The device was determined to be functioning as designed. E1: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported that the "power turns off while using it (even after changing the battery), poor airway adapter recognition." No patient impact or consequences were reported.